Event description:
The vial of test strips for the glucose monitoring device was blank. Reporter stated obtaining the testing strips from a family member and did not have the box for the strips. A request was made for the return of the suspect product and replacement product was sent.